Manufacturer narrative:
The explanted devices was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had high impedance on the lead that was replaced. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient did not experience stimulation issues due to high impedance.

Event description:
A report was received that the patient had high impedance on the lead that was replaced. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.